Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was not powering on. The complaint was classified based on the customer care advocate's (cca) documentation. The patient could not recall when the alleged issue first began. It is unknown how the patient manages his diabetes; nor is it known what actions he took regarding his normal diabetes management routine in response to the alleged issue. The patient claimed on (B)(6) 2012 at 10 pm, he went to the emergency room (ER) because he was "not feeling well" but did not provide any specific symptoms. When he arrived he was tested on an unknown hospital meter and observed a value of "500 mg/dl". The patient was reportedly treated by an hcp with an unknown type/dose of insulin also at 10 pm. It is not known how long the patient stayed in the hospital. The patient did not provide any test results obtained after the treatment. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. Based on the age/use of the battery a replacement was needed but the patient did not have a new battery available. Replacement products were not sent due to the patient disconnecting the call while troubleshooting. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed severe hyperglycemia which required medical intervention from an hcp after the alleged meter issue began.